Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Reportedly, the ipg was not set into surgery mode prior to the unrelated surgery. A company representative met with the patient and was able to connect to the patient's ipg, which resolved the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.